Event description:
Product surveillance received a report of an unknown quantity of minicap disconnect caps that appeared to be dry. The home patient's (hp) spouse stated the packages had not been opened or damaged before use. The minicap's are stored in a bedroom at a comfortable, normal room temperature. The affected minicap's were discarded and replaced. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded. A batch review was performed and no defects were noted.